Manufacturer narrative:
(B)(4). Mfg site name (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-03345 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were opened for use in a laser lithotripsy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, two fibers were noted to be broken inside the sealed packaging. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 26.5 from the top of the connector to the break. The second piece measured approximately 290.2 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error.  The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-03345 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were opened for use in a laser lithotripsy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, two fibers were noted to be broken inside the sealed packaging. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.